Event description:
It was reported that the health care professional (hcp) wanted to review the stored episodes on this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the stored data and determined the episode appeared a atrial arrythmia with rapid ventricular response (rvr), this ICD delivered one anti-tachycardia pacing (atp) burst and five electric shocks that were potentially inappropriate. Ts recommended reprogramming recommendations. No additional adverse patient effects were reported. This ICD remains in service.